Event description:
It was reported that there was high thresholds and undersensing on the right atrial (ra) lead. The device was reprogrammed and the lead will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found, analysis of the device memory indicated atrial pacing capture threshold was elevated. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing information. Atrial capture management trend data show threshold increased and remained 2.5 v or greater since week of (B)(4) 2015. Threshold measurements aborted on (B)(4) 2015 and (B)(4) 2015 due to high threshold (greater than 2.5 v). P-wave measurements low and varied from a minimum of 0.25mv to a maximum of 2.375 mv since week of (B)(4) 2015. (B)(4).

Event description:
It was also reported there was a possible perforation and pericardial effusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).